Event description:
During a follow up call with a home patient (hp), it was reported that the cassete look like it had "exploded." The hp started over with new supplies and everything went fine. The hp still had the actual cassette and was willing to send it in. The hp did not have a lot number. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4). The actual sample is available and has been requested. Should the actual sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.